Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being in the hospital being observed due to pregnancy. Customer was hospitalized for high blood glucose on (B)(6) 2016 and does not remember blood glucose levels at the time of hospitalization. Customer reported that blood glucose had been in the highs 100 mg/dl and low 200 mg/dl. Customer requested assistance with adjustment to basal rates due to max basal not allowing adjustment. Customer was wearing insulin pump at the time of hospitalization. Customer received assistance adjusting max basal.